Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that an insulin infusion that was programmed to infuse at 5ml/hr was noted to be free flowing intermittently. The device delivered the insulin infusion within 1 hour instead of 20 hours. The patient was given 2 amps of d50 as corrective action and was closely observed. There was no report of lasting harm.

Manufacturer narrative:
Correction to initial report: in summary, the formal investigation identified two root causes for the separated/broken bezel boss issue. Manufacturing ¿ driven polymer material degradation led to reduced mechanical properties. Environmental stress cracking (esc) from contaminates introduced to the boss by the metal insert.

Event description:
The customer reported that an insulin infusion that was programmed to infuse at 5ml/hr was noted to be free flowing intermittently. The device delivered the insulin infusion within 1 hour instead of 20 hours. The patient was given 2 amps of d50 as corrective action and was closely observed. There was no report of lasting harm.

Manufacturer narrative:
The customer¿s report of an insulin overinfusion was not confirmed or replicated. Physical inspection showed that the instrument seal was not intact. All 6 bezel bosses were observed to be cracked and/or separated. The pcu event log shows that the pump module was programmed at 5:25 pm on 30 september 2018 to infuse insulin 250unit/250ml at a rate of 5ml/hr with a vtbi of 10ml. At 5:26 pm, the device alarmed for patient side occlusion and the infusion was restarted. At 5:32 pm, the device was channeled off. At 5:50 pm, the user programmed an infusion of insulin 100unit/100ml to infuse at 5ml/hr with a vtbi of 10ml. At 6:07 pm, the user channeled the device off. At 6:08 pm, the user programmed an infusion of insulin 100unit/100ml to infuse at 5ml/hr with a vtbi of 20ml. At 6:12 pm, the user channeled the device off. The volume recorded as being infused during this period was 2.218ml. Functional testing showed the pump module was delivering fluid outside of specification on the low side. The root cause of the overinfusion was not identified but is likely the broken bezel bosses which can lead to over or under infusions.

Event description:
The customer reported that an insulin infusion that was programmed to infuse at 5ml/hr was noted to be free flowing intermittently. The device delivered the insulin infusion within 1 hour instead of 20 hours. The patient was given 2 amps of d50 as corrective action and was closely observed. There was no report of lasting harm.